Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown sensor issue occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause was determined to be potential patient misuse. The reported event of an unknown sensor issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.